Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when a nurse pulled out a needle from the package, the needle had come off the thread. No patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The suture was detached from the needle. It appeared that the needle had disengaged from the suture under tension. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.